Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The outer diameter of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed a tear at the guidewire exchange port extending distally for 38mm along the inner and outer shaft polymer extrusion. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-oct-2017. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion damaged (tear at the guidewire exchanged port extending to the outer shaft polymer extrusion).